Manufacturer narrative:
Analysis received the unit with bleeding lcd glass. There were no moisture damage on the electronics, motor, vibrator motor, or battery tube assemblies. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump has a crack on the corner of the display and moisture is underneath the screen. The customer's blood glucose was 116 mg/dl at the time of incident. The customer stated there are black dots on the screen and it is hard to read the numbers. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.